Event description:
It was reported the patient has been recharging his ipg more frequently than normal. The event date is unknown. Options were discussed, and the patient plans to undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
This ipg serial number is included in field advisories. Correction number: 1627487-07262012-002-r. UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.